Manufacturer narrative:
Date of event. The actual date of event is unknown. The date (B)(6) 2017 is the last date per record search of the patient still using peritoneal dialysis (pd) therapy. Clinical investigation: based on the available information, it cannot be determined if there is a causal relationship between the event of gastroparesis and the liberty cycler, however, there are no allegations of a malfunction against the liberty cycler or any fresenius products. There is a known increase in risk for gastrointestinal issues for patients on continuous cycling peritoneal dialysis (ccpd) due to increased abdominal pressure resulting from the installation of dialysate into the peritoneal cavity. Plant investigation: the serial number of the patient's cycler was not provided. Therefore, an investigation of the device manufacturing records could not be conducted by the manufacturer. A cycler is not released unless the labeling, material, and process controls are within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient was hospitalized for gastroparesis and switched to hemodialysis (hd). No further information has been made available at this time.